Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) of 600 (mg/dl) into the bolus menu instead of the intended bg value of 366 mg/dl and requested the recommended bolus amount. The customer acknowledged the reported event occurred due to user error. Blood glucose level was 90 mg/dl.